Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that a plunger clamp was broken in the reported problem area of the pipette assembly. The fse replaced the plunger clamp and verified pull force on all tips. The instrument was inspected, tested without further problem, and returned to service.